Event description:
The pt reported that subsequent to the implant of a protegen sling for treatment, a hysterectomy and a cystocele repair in 1997, pt experienced dyspareunia and increased urinary tract and bladder infections. The device remains in the pt. Therefore, no failure analysis is available. Without evaluating this device, the co was unable to determine if the device met specifications, and the co was unable to determine the specific relationship of the device to the event. The co's directions for use outline as potential complications: "infection..."